Event description:
A customer reported a patient experienced a thermal burn during a cataract with intraocular lens implant procedure. The procedure was able to be completed. A returned questionnaire provided that the corneal burn occurred while extracting the cataract with the handpiece and tip. One suture was placed to ensure wound closure. The customer confirmed that there was an occlusion bell noted during the procedure. The staff noted that the handpiece occluded; it was irrigating but console still gave the occlusion warning. The tubing and handpiece were exchanged and the console was rebooted prior to completing the procedure. This is the second of two reports for this facility.

Manufacturer narrative:
A questionnaire was received and reviewed by a company clinical analyst, who stated: there were no details provided. There is no information that attributes the complication to the system, no malfunctions or issues against the system were stated. The system is equipped with visual and audible warning signals to alert the user of a complete occlusion; however the surgeon must recognize the signal and manually stop the ultrasound mode. After thorough analysis of the reported events, determination of the direct cause of the corneal thermal injury was inconclusive; however the system would be functioning properly if an audible alert was heard and displayed the occlusion status. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined conclusively. (B)(4).